Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the specific lot number is not known for this incident; however, the customer was reportedly certain that one of two potential lot numbers was involved (11f032 and 12a071). The batch review of potentially associated lots (11f032 and 12a071) revealed that all of the acceptance criteria were met to release the lots. There were no non-conformances, failures, rework, or deviations related to the lots. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
Baxter (B)(4) received a report that an infusor leaked before patient use. The device was filled with a solution containing 3600 mg fluorouracil in saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.